Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy¿ drug-eluting stent was implanted to treat the lesion and the procedure was completed. However, three hours later, the patient developed chest pain and was brought back in. Electrocardiogram (ECG) and angiography were performed and clotting was noted in the implanted synergy¿ stent. Subsequently, angiomax and other anticoagulant medications were administered. After the clotting issue, another synergy¿ stent was deployed inside the previously implanted synergy¿ stent and the procedure was completed. No further patient complications were reported and the patient's status was fine.